Manufacturer narrative:
The device history record review confirmed that the device lot had no anomaly in inspection of appearance and high frequency output. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, the teflon pad of the device was peeled. The exact cause of the event cannot be exclusively identified. However based on past investigations, the peeling of the tissue pad and error occurred is likely occurred by the following scenario: the teflon pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The teflon pad was excessively heated due to friction between the grasping section and the probe tip. This caused the teflon pad to be partially peeled away. The instructions for use includes the following statements: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, during a therapeutic procedure for cancer, the device teflon pad separated from the upper jaw. However, the teflon pad remained attached to the device and did not fall into the patient. The procedure was completed with a similar device. There is no harm or adverse impact to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
Additional information has been received from the customer. Correction is being made to initial reporter phone number. This supplemental report is being submitted to provide this information. Pre-existing medical conditions of the patient are not known. Name of the procedure is prostatectomy. Event occurred at the beginning of the procedure while the doctor was performing cutting. Settings are unknown. There was no delay in the completion of the procedure. Concomitant devices used in the event are not known.